Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a fetal spiral electrode. The customer reports that during an emergency c-section, in which the safelinc electrode system was being used to monitor the fetal heart rate, the heart rate was observed at 130-140 beats per minute in utero immediately prior to delivery. However, the infant was stillborn upon delivery.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.